Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly after implant this right ventricular (rv) lead recorded a lead safety switch for high out of range pacing impedances. Further review revealed a significant drop in pacing impedances and sensing amplitudes. A lead perforation was suspected and confirmed during a revision procedure to replace the lead. This rv lead was explanted. The physician does not believe the lead was at fault and chose not to return the lead for analysis. No additional adverse patient effects were reported.